Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported power failure. The cause of the reported problem was determined to be attributed to the power supply assembly. Further analysis of the power supply assembly was unable to duplicate the failure.

Event description:
It was initially reported by the customer that the device was failing the user test and sometimes, it would turn off during the user test. If was also indicated that the service light was present. There was not report of patient use associated with reported event. Upon evaluation by physio-control, it was observed that the device would power off during defibrillation charge.